Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that 7 smartsite extension sets would not flush on one side could not be verified due to the product not being returned for failure investigation. A device history record review for model: 20019e, lot number: 20045839 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 20045839 regarding item#: 20019e. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that y ext w / vlv ports & 2 sld clp was clogged. This occurred on 7 occasions. The following information was provided by the initial reporter: material: 20019e, batch: 20045839. It was reported that 7 smartsite extension sets would not flush on one side.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that y ext w/vlv ports & 2 sld clp was clogged. This occurred on 7 occasions. The following information was provided by the initial reporter: material: 20019e, batch: 20045839. It was reported that 7 smartsite extension sets would not flush on one side.